Event description:
Boston scientific crm received information that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited beeping tones, and shock impedance values of greater than 125 ohms. The physician has elected to perform a revision within the near future due to the uncertainty of device function. Subsequently, additional information was received that this physician performed a lead revision. The physician disconnected the lead from the header, cleaned the pins and then reconnected the lead. After this procedure there was no report of noise on the shock electrogram, and the shock impedance value was 44 ohms. The physician then elected to leave this device implanted, and there were no adverse patient effects reported.